Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally broke the ilet, with a cracked screen and physical damage documented by photo, and a replacement device was shipped. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no need for medical evaluation. Investigation included receipt and inspection of the returned device. Investigation of this case revealed external damage to the display hardware consistent with user-induced breakage without functional impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.